Manufacturer narrative:
It is in the opinion of e/z/em's medical director that this report represents a false negative, as the FDA did not detect the apparent extravasation. Extravasation greater than 20cc's do have the potential to cause serious harm or permanent injury that may require add'l medical intervention in the form of plastic surgery. ((B)(4)-labeled: e-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. (B)(4) not labeled: however, e-z-em's labeling clearly states that the eda feature is an "auxiliary device feature which assists users in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional.") It is an unrealistic expectation that the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind the false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations.

Event description:
The customer reported that they had a 125ml extravasation underneath the eda (extravasation dejection accessory) patch. Total volume of contrast to be injected was the entire extravasation amount (125cc's), and the injector flow rate was set at 2.0cc/sec. Injector system recently had a new eda module installed.